Event description:
After receiving cochlear implant, this pt developed a skin flap infection. Because of the infection's severity, the implant had to be explanted in 2005. There are no plans for reimplantation at this time.